Event description:
It was reported that on (B)(6) 2025 the hole in tna aiming arm seemed to be damaged. No outer drill sleeves pass with arrows matched up. The patient status/ outcome / consequences is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The evidence provided was not sufficient to confirm the reported event will unable to assemble. Functionality issues cannot be evaluated through a photo investigation.¿ the photo investigation revealed that '03.043.029, aim-arm radioluc was scratched, nicked. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure." Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 03.043.029 synthes lot# 2031642 supplier lot # 2031642 release to warehouse date: 09.jan.2023. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.